Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon eval, the u13 8-bit cmos flash micro-controller on the bedside board was internally shorted. The cause of the charger failure is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.